Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon was stuck. Had to go to the hospital to get it removed- vagina [foreign body in reproductive tract]. When I tried to take the tampon out, the string broke...tampon was stuck [complication of device removal]. The string broke- tampon [device breakage] case narrative: consumer reported via phone that the tampon string broke during removal. No serious injury reported. 11/19/2025- [additional manufacturing narrative]: there is insufficient information to perform an investigation.